Event description:
Patient had "percutaneous left nephroscopy with laser lithotripsy, possible left stent placement" surgery today. Tech put this c-arm on 'auto-save' and 'auto-swap' before case started (before any images saved to machine). At some point, after several images were saved during case, dr wanted image #1 to be moved/ "saved" to the right screen. When tech tried to bring up image #1 (by 'high-lighting' image #1 in the image directory on the right monitor), the c-arm would recognize image. When tech selected image #1 under the image directory, image #8 actually appeared on left screen of monitor. Image #1 acted like image #8 and image #1 was lost (unable to be pulled up on left screen and unable to be printed). Dr was very upset with this as it was his "scout image" and he wanted to refer to this image (have it on right screen and compare it to left screen image). When asked if there were any other images he could refer to and he said "no, I needed that image."